Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain ¿ other') in an adult female patient who had essure (batch no. C06471) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal pain, pelvic pain female, uterine bleeding and uterine dilation and curettage. Previously administered products included for an unreported indication: dmpa, cyanocobalamim, citalopram and ibuprofen. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation ("the bilateral essure coils were not able to be visualized."), psychological trauma ("psych injury"), fatigue ("other injuries/symptoms - fatigue"), headache ("other injuries/symptoms - headaches"), nausea ("other injuries/symptoms - nausea"), migraine ("other injuries/symptoms - migraine"), pain ("other-body aches"), depression ("other-depression") and dysmenorrhoea ("other-extreme menstrual pain during periods"). The patient was treated with surgery (hyst. (Partial)hysteroscopy, dilation/ curettage, removal of essure coils, bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, device dislocation, psychological trauma, fatigue, headache, nausea, migraine, pain, depression and dysmenorrhoea outcome was unknown. The reporter considered depression, device dislocation, dysmenorrhoea, fatigue, headache, migraine, nausea, pain, pelvic pain and psychological trauma to be related to essure. The reporter commented: the reporter commented: discrepancy noted in date of removal (B)(6) 2016(as per mr) there were 3 trailing coils from the left and right ostia ((B)(6) 2014) the "description of procedure" ( removal procedure (B)(6) 2016) points out the following: "once the hysteroscope was noted to be able to pass within the uterine cavity, this was done and the endometrium was noted to be disordered and the bilateral tubal ostia were visualized, however, the bilateral essure coils were not able to be visualized. The right fallopian tube was grasped at the cornua and the coils were felt within. At this point, we proceeded with salpingectomy as there was not felt to be any remaining coil left in the proximal portion of the fallopian tube. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2016: surgical pathology final report. Gross description: b. Container designation: "left fallopian tube and coil" -- received in formalin is a pink-tan fallopian tube with fimbriated end measuring 3 cm in length and 0.5 cm in external diameter. Sectioning of the tube demonstrates a pinpoint lumen. Also received in the same container is a metallic coil, 2 cm in length and < 0 .1 cm in diameter. Cassettes: a representative cross section of the fallopian tube as well as longitudinal section of the fimbriated end in b1. C. Container designation: "right fallopian tube and coil" -- received in formalin is a pink-tan fallopian tube with fimbriated end, 3.5 cm in length and 0.5 cm in externa l diameter. Sectioning demonstrates a pinpoint lumen. Also received in the same container is a metallic coil, 4 cm in length and < 0.1 cm in external diameter. Cassettes: representative cross sections and longitudinal section of the fimbriated end are submitted in cl. Specimens submitted: a. Endometrial curettings b. Left fallopian tube and cord c. Right fallopian tube and cord diagnosis: a. Uterus; endometrial curettage: proliferative phase endometrium no hyperplasia or carcinoma seen b. Left fallopian tube and coil; resection: a benign fallopian tube a foreign metallic coil c. Right ft fallopian tube and coil; resection: - benign fallopian tube a foreign metallic coil. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record: device dislocation. Lot number: c06471, manufacturing date: 2013/12, expiration date: 2016/12. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality-safety evaluation of product technical complaint. After internal review, the following changes were made: the event "the bilateral essure coils were not able to be visualized." Was downgraded to non serious incident; lab data referring to pathology report ( essure removal) and information regarding to report causality comment were added, non-drug treatments were added to event pain. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain ¿ other') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), psychological trauma ("psych injury"), fatigue ("other injuries/symptoms - fatigue"), headache ("other injuries/symptoms - headaches"), nausea ("other injuries/symptoms - nausea"), migraine ("other injuries/symptoms - migraine"), pain ("other-body aches"), depression ("other-depression") and dysmenorrhoea ("other-extreme menstrual pain during periods"). The patient was treated with surgery (hyst. (Partial)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, psychological trauma, fatigue, headache, nausea, migraine, pain, depression and dysmenorrhoea outcome was unknown. The reporter considered depression, dysmenorrhoea, fatigue, headache, migraine, nausea, pain, pelvic pain and psychological trauma to be related to essure. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received- case becomes incident. Event injury was removed. New events pain ¿ other, psych injury, other injuries/symptoms fatigue, headaches, nausea, migraine, other: body aches, depression and extreme menstrual pain during periods wee added. Explant date was added. Product indication was updated. Patient¿s date of birth was added. Reporter¿s address was updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('pain, other') and device dislocation ('the bilateral essure coils were not able to be visualized'). In an adult female patient who had essure (batch no. C06471), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included: abdominal pain, pelvic pain female, uterine bleeding and uterine dilation and curettage. Previously administered products, included for an unreported indication: dmpa, cyanocobalamim, citalopram and ibuprofen. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), psychological trauma ("psych injury"), fatigue ("other injuries/symptoms, fatigue"), headache ("other injuries/symptoms, headaches"), nausea ("other injuries/symptoms, nausea"), migraine ("other injuries/symptoms, migraine"), pain ("other, body aches"), depression ("other, depression") and dysmenorrhoea ("other, extreme menstrual pain during periods"). The patient was treated with surgery (hyst. (Partial) and hysteroscopy, dilation and curettage, removal of essure coils, bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, device dislocation, psychological trauma, fatigue, headache, nausea, migraine, pain, depression and dysmenorrhoea outcome was unknown. The reporter considered depression, device dislocation, dysmenorrhoea, fatigue, headache, migraine, nausea, pain, pelvic pain and psychological trauma to be related to essure. The reporter commented: discrepancy noted, in date of removal (B)(6) 2016 (as per mr). There were 3 trailing coils from the left and right ostia. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record: device dislocation. Most recent follow-up information incorporated above includes: on (B)(6) 2021, mr received: event: 'the bilateral essure coils were not able to be visualized', lot number, medical history, reporter information were added. We received a lot number in this case. A technical investigation was conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.